Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire from the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Due to potential missing pieces a detached fragment code was added. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.